Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, embolism and weakness are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a left internal carotid artery stenting procedure, in a heavily tortuous vessel, after post balloon dilatation of the rx acculink stent, the patient experienced an embolic stroke with right sided neglect, weakness and aphasia. Reportedly, the physician felt the vessel tortuousity may have contributed to the event. No treatment was provided. Symptoms are improving, but persistent. There was no additional information provided.